Event description:
When surgical drape came off, physician noted 5cm laceration from mayfield pin site. Pin slipped; laceration was washed out. This facility has had several similar events with this type of device. Education has been provided to staff that use and apply the device by the manufacturer. It is unclear why these events continue to occur.